Event description:
It was reported the pt had an explant as he did not have an effective pain relief since implant although there were reprogramming sessions of satisfactory coverage in the past. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.